Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI) . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the unit did not boot up, and the printer had failed. The field service engineer initially reported a boot-up failure, likely linked to a remote support service issue. Although the remote support service fix failed to install, the station application launched and functioned correctly. The slow boot-up was acknowledged as a known national issue. While onsite, the escort reported a malfunctioning label printer. After inspecting the connections, restarting the spooler, and reinstalling the printer with updated preferences, a successful test page was printed, and the customer reprinted a previously removed medication label. The system worked as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station application was not launching and tower door was also failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station application was not launching and tower door was also failed. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.